Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was noted. The patient had experienced a fall unrelated to the device, after lead dislodgement was identified by the physician. During the procedure, the physician attempted to advance a wire down the lead, but was unable to insert the guidewire. The physician elected to explant the lead and the new lead was implanted successfully.